Manufacturer narrative:
Date rec'd by MFR: 11/21/2016.

Event description:
It was reported that during a " transurethral excision and destruction of prostate tissue by means of lasers (greenlight xps), the patient argues that an impairment of sphincter function has occurred as the result of a malfunction of the laser." There was no further information available.